Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to the corroded keypad traces. There was no button error alarm during testing. The pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the up button got stuck and she received a button error alarm. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.